Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What anatomical structure was the device being used on during misfire? Please explain what is meant by misfire. Can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? What was the proximity of device firing to aorta? Where any staples seen in the surgical field? If so, describe shape? What was the size/shape of puncture holes and why does surgeon believe that they were created by device? How was the issue addressed? What is the current patient status? (B)(4).